Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported seeing epithelial cells on the anterior side of intraocular lenses (iols) over the last ten months. The surgeon reported he has made changes to his procedures during this time and wondered if this had contributed to reported cell growth that he is observing. Add'l info has been requested.